Event description:
It was reported that during a lap prostatectomy procedure, the min knob had sometimes no function, malfunction. No further info is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good physicial condition. The device was tested with a gen04 and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.